Manufacturer narrative:
The reported events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, granuloma, and capsular contracture, baker grade IV.

Event description:
Patient's representative reported "baker grade 4 capsular fibrosis", "leaked silicone", "extensive mammary implant rupture", "abundant siliconomas in the mammary tissue, presternally and down to the axilla", "chronic, shooting and severe pain" and "severe psychological stress, in particular, the great fear of developing cancer". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It has been identified that this record, mrn 9617229-2026-05295, is a duplicate of mrn 9617229-2024-04422. Please see mrn 9617229-2024-04422 for reportable events.